Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient¿s hospitalization for fluid volume overload. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. The patient completed ccpd as well as supplemental hd treatments and continued to experience fvo. The continued volume overload with both dialysis modalities indicates the patient could have an anatomical defect or other medical condition resulting in fluid overload. Based on the available information and no evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fluid volume overload and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized. The patient went to the emergency room (ER) for excessive fluid. The patient was admitted to the hospital with a diagnosis of fluid volume overload (fvo). It is unknown if the patient was in active treatment at the time of the event. During the hospitalization, the patient was transitioned to hemodialysis (hd) treatments only and discontinued all pd treatments. The patient was discharged on (B)(6) 2023. The patient presented to the clinic on (B)(6) 2023 to begin in-center hd and meet with the staff. Prior to the hospitalization, the patient had been completing supplemental hd treatments in addition to the regular nightly pd treatments utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized. The patient went to the emergency room (ER) for excessive fluid. The patient was admitted to the hospital with a diagnosis of fluid volume overload (fvo). It is unknown if the patient was in active treatment at the time of the event. During the hospitalization, the patient was transitioned to hemodialysis (hd) treatments only and discontinued all pd treatments. The patient was discharged on (B)(6) 2023. The patient presented to the clinic on (B)(6) 2023 to begin in-center hd and meet with the staff. Prior to the hospitalization, the patient had been completing supplemental hd treatments in addition to the regular nightly pd treatments utilizing the liberty select cycler.